Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks. Review of device data noted oversensing of noise present in all the episodes. Testing of the system was able to reproduce noise in the secondary and alternate vectors. The system was left in the primary vector and the smart pass feature was changed. X-rays taken of the system did not reveal any abnormalities. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 55 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks. Review of device data noted oversensing of noise present in all the episodes. Testing of the system was able to reproduce noise in the secondary and alternate vectors. The system was left in the primary vector and the smart pass feature was changed. X-rays taken of the system did not reveal any abnormalities. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.